Event description:
It was reported that the patient was hospitalized due to a syncopal episode and a fall. It was also reported that an alert was triggered and upon interrogation of the device, it was found to be at end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt, device reached eol 3 months after rrt. Weekly battery voltage trend data shows bat=2.631 to 2.611 volts between (B)(6) 2012 and (B)(6) 2012. 2 - patient alerts for low battery voltage on (B)(6) 2012.